Event description:
Customer called to report a hospitalization due to high blood glucose on 08/09/2014. Blood glucose reading was 574 mg/dl. The customer stated that he had used some of his mother's insulin and began to feel bad as the blood glucose went up. The customer wasn't wearing the insulin pump at the time of the hospitalization. Customer was treated with intravenous drip. Advised that the insulin pump will be replaced and emergency supplies will be sent out to cover what was used during this event. Troubleshooting was declined by the customer because the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump passed fuctional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Cracked reservoir tube lip, scratched display window and crack case near display window corners noted. Keypad functions properly. No skipping numbers noted on the display.